Event description:
Baxter received a report from a baxter technician to report the centrella med-surg while the bed was in reverse trendelenburg and the nurse was increasing the reverse angle, staff heard a popping noise and the bed collapsed. The bed was located at the account. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The baxter technician found the lift arm was broken and the whole bed needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the whole bed to resolve the reported event. Based on this information, no further action is required.